Event description:
(B)(6) 2022 implanted inspire device (B)(6) va with thoracic surgeon from (B)(6). (B)(6) 2023 complaint of chest pain near implant. Steps taken by va CT scan ID implant moved to chest cavity with a date of surgery (B)(6). (B)(6) what happened: started to get tired, headaches, blurry vision, nightmares, uncontrollable sweating; body pain, difficulty breathing, feet swelling, feet cramping, panic attacks; no sleep, lack of appetite (20 pounds lost) -bp of 240/30, choking, jaw pain, low bp, brown phlegm; not able to walk, not able to drive, electric jolts in head, mad -persecuted, suicidal, po2 as low as 27 during one of my ER visits - violently throwing up. These are just some of my experiences. ER visits in month of (B)(6) to (B)(6) please call me. My number is (B)(6).